Manufacturer narrative:
Follow-up # 1 date of submission 05/06/2014 - device evaluation:the pump has been returned and evaluated by product analysis on 04/25/2014 with the following findings:a review of the pump¿s black box history showed that multiple power reboots were recorded on 04/07/2014. The battery cap and cartridge cap were not returned with the pump. A test battery cap was able to be secured properly to the pump. The pump was exercised for 24 hours using a test battery cap with no power losses or rebooting occurring. The complaint of the the pump losing power was observed in the pump history but was not able to be duplicated during investigation.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (intermittent power) issue. It was reported that the pump lost power. The reported was advised to come off the pump and use an alternate form of insulin delivery. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.